Manufacturer narrative:
This device was not returned to mmd for evaluation. A DHR review was completed and no non-conformances were found. Because the device was not returned to mmd, no investigation could be completed. This report will be updated if the device is returned to mmd.

Event description:
The initial reporter stated that they were having issues with some of their administration sets. They stated that they had sets that were leaking at the filter. Mmd did follow up with the initial reporter, who stated that they did not have any specific information other than what had already been provided. There had been no adverse patient outcomes or events due to the complaint. No additional information was provided. (B)(4).

Manufacturer narrative:
This a device from the same lot number was returned to mmd for evaluation. A DHR review was completed and no non-conformances were found. When those devices were returned to mmd for investigation they operated as expected. Mmd could not replicate or confirm the reported complaint.

Event description:
The initial reporter stated that they were having issues with some of their administration sets. They stated that they had sets that were leaking at the filter. Mmd did follow up with the initial reporter, who stated that they did not have any specific information other than what had already been provided. There had been no adverse patient outcomes or events due to the complaint. No additional information was provided. (B)(4).